Event description:
As reported, on an unk date ("many years ago"), the complainant had an infection after performing a femoropopliteal redo bypass with a "gore-tex" graft. The original bypass was performed (date unk) with a vein graft that occluded approximately three (3) weeks later. Secondary to infection, the "gore-tex" graft was explanted on an unk date. No further info is available.

Manufacturer narrative:
No further info is available.